Event description:
A report was received that after receiving ventricular tachycardia ablation, the patient's ipg was damaged. The physician suspected malfunction and explanted the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of painful stimulation was confirmed. During testing, it was determined that the analog ic had sustained damage to the case cell driver node. As a result of the damage, the device was depositing excessive charge on the output. This damage is a result of either the individual or cumulative effects of unrelated ablation and defibrillation procedures the patient underwent.

Event description:
A report was received that after receiving ventricular tachycardia ablation, the patient's ipg was damaged. The physician suspected malfunction and explanted the ipg.

Event description:
A report was received that after receiving ventricular tachycardia ablation, the patient's ipg was damaged. The physician suspected malfunction and explanted the ipg.